Manufacturer narrative:
The intraocular lens (iol) was received and diopter measured correct as labeled. Our investigation reasonably suggests, this event is not manufacturing related. The iol met all manufacturing specifications prior to release.

Event description:
It was reported that the patient had a refractive error of 3 diopters after implantation of the intraocular lens during routine cataract surgery. The lens was removed and replaced without complication.